Event description:
It was reported that, "during the case with dr (B)(6), the navigator inserter broke. The end cap that controls locking and rotating just turns and doesn't stop turning. This was discovered after the implant prematurely released from inserter. We were able to position cage with the tamp to the desired position. This is the third time this has happened and each case was conducted in complete compliance with the surgical technique during each of the cases."

Manufacturer narrative:
Additional info has been requested and if made available will be reported as supplemental. Method, result, and conclusion codes will be made available following an engineering eval.